Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead is fractured and that in the hospital "they turned it way down". The lead remains in use. No patient complications have been reported as a result of this event.